Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. Reportedly, patient received loss of prime alert. Reporter stated that cartridge was cycled before filling, cartridge cap was secured, there was no change in temperature or force, and there was no power loss. Reporter acknowledged that cartridge was filled with cold insulin. Reporter was instructed to change cartridge and call back if prime issue persists. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.